Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous 2.25mm x 16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified no stent damage. Entire length of stent examined microscopically, and no stent damage identified. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No device issues were noted during analysis.

Event description:
It was reporte that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.25x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noticed the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reporter that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.25x16mm promus element plus drug-eluting stent was advanced for treatment. However, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.